Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Onset time of the voiding dysfunction from the procedure? How was the voiding dysfunction confirmed? Describe any medical/surgical intervention for voiding dysfunction including dates and surgical findings. What is physicians opinion as to the etiology of or contributing factors to this event? What is the patient's current status? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2016 and mesh was implanted. The patient underwent mesh division on (B)(6) 2017 for voiding dysfunction. It was also reported that the patient uses clean intermittent self-catheterization. Additional information has been requested.